Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between august 19, 2025 ¿ august 20, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and the two piece luer lock body collar having no mobility was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of a clearlink system continu-flo solution set remained fixed and did not retract. This prevented proper connection to the peripheral venous catheter. This was observed during preparation. There was no patient involvement. No additional information is available.